Manufacturer narrative:
The device was returned and evaluated. The hex tip shows slight rounding on the edges. Repeated use can cause the edges to wear down. The screw driver was functionally tested with a lateral mass screw and the driver would not grab the screw. This instrument has been in the field since 2009.

Event description:
Information provided states that the screwdriver was stripped and could not be used to insert the screws resulting in a delay in the procedure. Patient is recovering well.